Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating the seat to floor height of the solara that needed to be repaired.